Event description:
On (B)(6) 2012, nurse reported pt was admitted to the hospital on (B)(6) 2012 with diabetic ketoacidosis. His blood glucose was 700 mg/dl when he was admitted, and his target blood glucose is 90-120 mg/dl. The infusion device was disconnected, and he was placed on an IV insulin drip. Nurse reported the emergency room physician initially thought the issue was caused by the infusion device. Nurse provided add'l info on (B)(6) 2012 and reported the infusion device was functioning correctly. She reported the bolus calculator "froze or something." F/u was completed with pt on (B)(6) 2012. He reported he had shortness of breath and back pain. He was taken to the hospital where they found an infection on his leg, and this contributed to his elevated blood glucose. He reported he had "not been taking care" of himself or monitoring his blood glucose and that he would have been able to treat himself had he known his blood glucose was elevated. No allegations were made against the infusion device. He reported the bolus calculator was not functioning correctly,but this did not cause the diabetic ketoacidosis. No product will be returned for eval.